Manufacturer narrative:
The manufacturing technical service engineer (tse) recommended replacement of the graphical user interface (gui) cable. Though requested, no additional information has been received from the user facility. (B)(4).

Event description:
A report was received from the USA stating that the device had communication errors. There was no report of patient involvement.